Event description:
It was reported that cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose (bg) level was above 500 mg/dl. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.